Manufacturer narrative:
Product analysis device was returned with the thumb switch pushed towards the off position, an in house 0.014¿ guidewire could be advanced through the device without issue the cutter driver was switched on and the thumb switch was retracted to the ¿on¿ position and the cutter returned to the cutter window. Then the thumb switch was advanced to the ¿off¿ position and the cutter advanced approximately 28mm inside the tip, no damage was noted to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the area was very calcified and once the device was placed there was difficulties advancing and difficulties removing the device from the vasculature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the atherectomy hawkone s device, there were several issues encountered. The procedure was delayed by 15 minutes due to a product malfunction. Severe resistance was encountered when advancing the device, and there were difficulties in removing the device. Additionally, the device was unable to cross the lesion located in the proximal anterior tibial artery, which was identified as calcified. The artery diameter was noted to be 2.8mm. The vessel had been pre-dilated using a nanocross device, but the vessel was not post-dilated. Despite the resistance, excessive force was not used, and the device was eventually removed successfully without causing vessel damage or requiring additional intervention. The procedure was completed using a new device, which was not a medtronic product. No patient complications have been reported as a result of this event.